Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak as there was fluid on the floor. The patient received an air detected in cassette and ended treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The patient was instructed to let the cycler air dry and then continue using. The patient did a manual treatment the night of the leak and then resumed using the cycler the next day. The cycler is not available to return as a sample product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.